Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure, the lead was placed in the right ventricle apex and the helix was rotated using the pin on tool. After 20 turns no movement of the helix could be seen at all. Lots of torque built up in lead body that caused the pinch on tool to unwind swiftly. Another 10 turns were put on the lead and no movement seen. Counter clockwise turns applied before another 24 turns applied in the clockwise manner. Again, there was no indication that the helix had moved at all and the physician insisted on a new lead. The lead was removed and tried to extend it on the trolley and it took 60 turns to extend the helix fully. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.